Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at nominal pressure for about 30 seconds. The device was removed without any problem using normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.